Manufacturer narrative:
Updated information can be found in b5, d1 d4 and h4. Corrected information can be found in e4.

Event description:
A medsun medwatch MDR report #: mw5167066 on 16-apr-2025 with additional information stating that the malfunction was recognized prior to hooking up to the patient. The serial number affected was (B)(6). The history or event logs from the month of january until february 2025 contain 148 pages and the file is too large to share. Since this was a new pump that was put in to service 21-jan-2025, there was no trimedx repair history. There had been no work orders called in prior to this incident. There was no device in-house repair history as this is a new pump that was added to inventory in january 2025. The pump did not sound audible tone prior to powering off. There was no alarm message noted in the display. It was unknown if the pump was on ac or dc power at the time of the event. It was unknown if the device plugged into an outlet and also unknown if how long the after unplugging the device this takes place. The charge indicator lit up when the device was unplugged into an outlet. There was no damage or issues noted with the keypad. The event did not caused a delay in therapy. The pump was not back in clinical service.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a plum 360 IV pump. A medsun medwatch MDR report #: mw5167066 was received on 10-mar-2025, which stated, "plum 360 IV pumps shut down during norepinephrine infusion. IV pump screen began flashing and turning on and off with plum logo page, but infusion of norepinephrine had stopped. Patient's blood pressure dropped as a result and pump had to be changed out and infusion had to be restarted." There was patient involvement, unknown human harm and unknown delay in therapy reported.